Event description:
During followup, sensing noise was observed on the right ventricular (rv) lead. Noise could not be reproduced during provocative testing. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.